Manufacturer narrative:
Concomitant medical product: 5071-53 lead, implanted: (B)(6) 2016; 4968-60 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a syncopal episode every day around seven o'clock. Interrogation found that the device clock was off by over five hours. The capture management was turned off, which resolved the issue. The device remains in use. No further patient complications have been reported as a result of this event.